Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the pump was warm to the touch when plugged into a power source to charge. Customer¿s blood glucose level was 140-256 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.